Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Micro puncture and ultrasound used to achieve access to right common femoral artery. During complex percutaneous coronary intervention, the left anterior descending artery (lad) was dissected and patient went into ventricular tachycardia/ventricular fibrillation. Multiple rounds of cardiopulmonary resuscitation and defibrillation (13x) were performed and delivered. The patient was intubated and multiple vasopressors started. At this point impella was inserted with flows in auto getting 2.8 l/min to 3.3 l/min of flow. Patient continued to code multiple times requiring repeated defibrillations. Lad fixed and flows adjusted to p6 with flows of 2.9 l/min. P9 attempted but due to size of ventricle and suction events impella weaned and continued at p6 with goals for hydration and blood products for patient. However, the patient continued to decline. Abdomen continued to grow in size and becoming tauter. Flows unable to be kept above p2. Ultimately care was withdrawn and the patient expired

Manufacturer narrative:
Correction b1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: after reviewing logs, multiple suction alarms were observed along with couple of motor current spike and sudden drop in flows. The cause of low pump flow was most likely biomaterial ingestion per the log review. Device history review: the device passed all the post sterile inspection checks.